Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) gave a maintenance required code #3 which involved the transducer. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the iabp in which the customer reported "maintenance required code#3" displayed when unit powered on, but was unable to reproduce the reported issue. The fse did find error code #53 in the logs and that the shuttle pressure transducer was reading out of specifications, he recalibrated the pressure transducers as per the service manual, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.